Manufacturer narrative:
Per tandem's t:flex user guide: "the infusion set must be replaced and rotated every 48-72 hours, or more often if needed." Also, tandem¿s t:flex user guide states: humalog and has been tested by tandem diabetes care, inc. And found to be safe for use in the t:flex pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer changed the cartridge and infusion set tubing approximately after 7 days. The customer's blood glucose (bg) level was 260 mg/dl. It was noted that the customer went to their healthcare provider for advice on addressing bg level. Reportedly, the customer ran a system check and determined that the blockage was in the tubing.